Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion failure analysis laboratory received the suspect obsolete user interface module (uim) for investigation. The failure analysis (fa) lab performed a visual inspection of the internal components and voltage testing of the coin cell battery, which was out specifications . The fa lab also performed multiple power on cycles on the suspect control board on a test uim. After several attempts, the device did power up correctly. The intermittent failure is attributed to a material issue within the coin cell battery.

Event description:
The customer reported an unresolved blank touchscreen display on this avea ventilator. The customer stated no reported patient involvement with this event.